Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn1918 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that two extension tubes were noted to be loosened or unable to be engaged. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of loose extension tubes (proximal and distal connectors for a groshong catheter) is confirmed and was determined to be supplier related. Two two-piece connectors for 4 fr groshong catheters were returned for evaluation. Both two-piece connectors were received assembled without a catheter attached to them. A functional test of attempting to pull the distal connector piece from the proximal connector piece for each returned sample revealed loose connections that were easily separated. A microscopic observation revealed the two connector tabs that clip into the distal connector piece were out of specification of it¿s corresponding document. Sample 1 measured the width between the two tabs to be out of specification and sample 2 measured them to be out of specifications as well. The complaint of loose two-piece groshong connectors is confirmed and is related to a known manufacturing issue from the supplier. The investigation was forwarded to the supplier for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that two extension tubes were noted to be loosened or unable to be engaged. This report addresses the second device.